Manufacturer narrative:
Continuation of d10: product ID {envpro-16}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-envpro-16}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID: balloon dilatation valvuloplasty catheter (non-medtronic device); lot #: unknown image review: one static image was provided for review. The image provided shows two valves, one dislodged in the aorta and the second that is possibly at the aortic annulus. Intra procedural images and the dislodgement event were not provided for review. No additional information was provided thus this review is inconclusive. The patient¿s executive summary was not provided for anatomical review. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve replacement (tavr), the valve was deployed, but a "kink" was noted. A post-implant balloon aortic valvuloplasty was performed; however, the valve dislodged into the ascending aorta. Subsequently, a second valve was urgently implanted. Five days after the tavr, valve fixation surgery was performed to stabilize the dislodged valve in the ascending aorta.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve replacement (tavr), the valve was deployed, but a "kink" was noted. A post-implant balloon aortic valvuloplasty was performed; however, the valve dislodged into the ascending aorta. Subsequently, a second valve was urgently implanted. Five days after the tavr, valve fixation surgery was performed to stabilize the dislodged valve in the ascending aorta. Additional information was received indicating that a pre-implant dilation was performed with a 20 mm balloon at the outset of the procedure. Additionally, a misload of the evolut pro valve was not identified via touch (tactile), visual, or fluoroscopic inspection. It was noted that the patient was rapid paced at 160 beats per minute during the post-implant balloon dilation. The "kink" in the valve was confirmed to be an infold and was further described as follows: "under fluoroscopy, the main body of the valve was shown to be spirally twisted." The infold was first noticed at second deployment. The physician indicated that the valve was recaptured twice because the implant depth was "not enough" during both deployment attempts. A procedural delay did not occur as a result of the positioning difficulties and subsequent infold. And according to the physician, the patient's type 0 bicuspid valve and high degree of leaflet calcification contributed to the infold.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.